Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of over 300 mg/dl with symptoms of nausea and abdominal discomfort in addition to ketones of 2.1mmol/l and 4.8 mmol/l. The customer was admitted to an emergency room on (B)(6) 2017 where she was treated for about six hours and discharged home with normal blood glucose and ketones levels. The device is not expected to be returned for analysis.